Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR 1828100-2014-00553 and 1828100-2014-00594. The fsr ordered a replacement level module.

Event description:
It was reported by the field service representative (fsr) during troubleshooting on complaint MDR 1828100-2014-00553, the level module did not respond correctly. The user facility's biomedical engineer (biomed) had a spare level module. The field service representative (fsr) installed the level module and the level sensors did not respond. There was no patient involvement.